Manufacturer narrative:
(B)(4). Batch # m5409p. Additional information was requested and the following was obtained: on which firing did this occur? On the 1st firing. On this firing, did the donut-shaped-matter fall from device before or after the device was fired? Before. Did the device show any sign of damage? No. Did the reload show any sign of damage? No. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. The reload was received fully fired. After further inspection, it was noted that one of the bearings was missing. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a radical gastrectomy procedure, a donut-shaped-matter fell off the proximal part of the anvil. The device still fired as intended. The matter will be returned back. There were no adverse consequences for the patient reported.